Event description:
It was reported that the user experienced persistent high glucose readings and asked about using a breakfast meal announcement to correct without eating; the agent advised against this and provided education on proper ilet use, including exercise protocols and avoiding excessive pausing of insulin, and the case was warm-transferred for clinical management with additional training assigned. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or long-term impact. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed user technique and use-pattern concerns, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.